Event description:
It was reported on testing, the device in situ several short circuits were discovered. Further testing is to be conducted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available a device failure analysis will be submitted as a f/u report.